Manufacturer narrative:
The ventilator was investigated by our distributor. The ventilator successfully passed pre-use check and ventilated for ten minutes without any issues. No further investigation has been conducted and no parts have been replaced. Provided ventilator logs were reviewed. The ventilator was set to pressure regulated volume control (prvc) mode. In the event log, there are several alarms for high airway pressure, low expiratory minute volume, regulation pressure limited and high peep. In prvc mode the ventilator delivers a pre-set tidal volume, and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to 5 cm h2o below the set upper pressure limit. The regulation pressure limited alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (-5 cm h2o). The high airway pressure and high peep alarms are generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. The generated alarms indicate a high expiratory resistance. With a high expiratory resistance, the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. The pressure level required to achieve the set target volume cannot be delivered and results in that the patient is not sufficiently ventilated. The difficulties may be related to an obstructive patient that is difficult to ventilate or an increased expiratory resistance due to accessories in the patient circuit. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. According to the test log, successful pre-use checks were performed prior and after the event. With the information available we are unable to determine the exact root cause of the reported problem but there is no indication of a ventilator malfunction at the time of the event. The alarms indicate that the ventilator was functioning, and it attempted to deliver the set tidal volume, but it failed due to the imposed restriction of the set upper pressure limit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high peak pressure and high peep (positive end expiratory pressure). The patient desaturated to unknown level. The ventilator was replaced. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.